Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. As received, the belt failed incoming functionality testing. The cause for the failure was an open yellow (pgnd) wire in the trunk cable. The root cause of the open wire was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that a patient had received a service code 204 "belt unusable".